Event description:
A valiant thoracic stent graft system was selected for use in a patient for endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the quick release button at the back end of the delivery system required to be held manually into place until successful deployment with no complication. The delivery system was received, however, the evaluation is pending. No clinical sequelae were reported and the patient is fine. Please note that this model number tf3838c200xc is not distributed in the united states; however, the delivery system is similar to the talent on xcelerant delivery system.

Manufacturer narrative:
Results: other (quick disconnection button); other (pending device evaluation). Conclusion: other (pending device evaluation).